Event description:
It was reported that the console displayed error code 275 with multiple delivery devices. The procedure was not completed due to this event. The patient was under general anesthesia at the time the procedure was cancelled. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown.